Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic laparotomy, when attempting to place the stapler, there was no full coupling between the two parts. Touched charge for retry, but without success. To complete the procedure another stapler from the same lot number was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic laparotomy, when attempting to perform the stapling was verified that there was no complete closure with seizure of slender handle by the blades of the stapler. Touched charge for retry, but without success. To complete the procedure another stapler from the same lot number was used. There was no patient injury.